Event description:
It was reported that pump and mobile app displayed an insulin amount around 60 to 65 units even though cartridge was empty and filled with air, and patient also reported ongoing occlusion issues. There was no reported impact to the customer¿s blood glucose level. Customer initially did not have supplies available, later resolved issue by loading new cartridge, sent photo showing air-filled cartridge, and clinical and technical support reviewed loading steps, attempted follow-up calls, de-escalated concerns, advised customer to monitor for further issues, and planned pump replacement and escalation for additional review if new cartridge alarms or fill estimate issues occurred.